Manufacturer narrative:
Follow-up # 1 date of submission 10/11/2016-device evaluation: the pump has been returned and evaluated by product analysis on 09/19/2016 with the following findings: a review of the pump black box data revealed multiple pump reboots. During a visual inspection of the pump, no damage was found to the battery compartment or returned battery cap. The returned battery cap secured properly to the pump. The battery cap contact dimensions measured within specifications. There was moisture visible in the display. A leak test confirmed leaks at pump case crack and display lens. The pump was exercised for 24 hours and a call service alarm cs 088 occurred. The pump case was removed, and moisture damage was found on the power circuit. Unrelated to the complaint, investigation revealed that the pump case was cracked between the case seal and keypad. (B)(4). Correction to serial #. The correct serial number is: (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there was an intermittent power issue. It was also reported that there is moisture ingress behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.